Event description:
A #3fr groshong PICC lot #reqc0586 placed in pt in r popliteal vein using modified seldinger technique and site rite ultrasound. PICC had a good blood draw for the first 24-36 hrs than staff rn's unable to draw blood. Able to flush PICC, just not able to withdraw. Pt needed more access and this PICC was removed and a dual lumen per-q-cath placed. Bard rep notified of possible problem and he had sr. Field assurance rep for bard access systems contact me. Bard opened up a file and assigned case number to this item. Bard wishes for us to ship the item back to them.